Event description:
On (B)(6) 2013, the lay user/ reporter contacted lifescan (lfs) USA, alleging the system kit had the incorrect test strips. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported the alleged issue was first discovered on (B)(6) 2013 at an unknown time. It is unknown what medications the patient takes to mange her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported developing symptoms of "nausea and dizziness" at an unknown time and date. It is unknown if the patient received any treatment. The alleged issue was not resolved with troubleshooting done by the cca. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.